Event description:
A malfunction alarm was reported, identified by the malfunction code malf 0, with a fault ID of 0-0x22ab. There was no reported impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy.